Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a customer reported that during use sometimes, the universal surgical manipulator (usm) 3 movement seamed like it was physically blocked, especially when moving it from the surgeon side cart (ssc). The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The intuitive surgical inc. (Isi) field service engineer (fse) replaced the universal surgical manipulator (usm) to resolve the issue . The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The reported issue was confirmed and replicated. The usm was tested on an in-house system in normal mode, and it failed the back drive test with the yaw being noted as noisy. The usm was tested on a test platform and failed the yaw chip encoder virtual absolute (cva) characterization. The yaw cva flat flex cable (ffc) was replaced with a gold ffc and the usm passed the cva characterization test. The yaw cva ffc will be replaced as a fix.